Event description:
Pt developed post-op diffuse lamellar keratitis in both eyes. The flaps were lifted and irrigated and topical steroids were administered to resolve the problem.

Event description:
Pt developed post-op diffuse lamellar keratitis in the right eye. The flap was lifted and irrigated and topical steroids were administered to resolve the problem.